Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an extrusion of the receiver/stimulator. It was reported that the patient pulled the internal device out. The patient has not been reimplanted with a new device as of this report.